Event description:
It was reported that during a laparoscopic gastric bypass procedure, the tech hooked up the hand piece to the generator and when it was turned on to do the procedure, it worked for 1/3 of the case and then just stopped. No patient consequences.